Event description:
It was reported that the physician's handheld would not go passed the align screen. A hard reset was performed, but this did not resolve the issues. The screen was cleaned; however, the screen still would not move passed the align screen. A new programming tablet was provided to the physician and the handheld was returned for analysis. Analysis is underway, but has not been completed to date.